Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 visual examination of the provided pictures confirms the tibial tray fractured and the bearing is worn and deformed due to the tibial plate fracture. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a health care professional. Inferiorly depressed posterior medial tibial tray component, potentially related to fracture of the hardware. Remaining hardware appears intact. No periprosthetic lucencies. Bones appear normal. No obvious soft tissue abnormality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: 2012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01981.

Event description:
It was reported that the patient underwent left knee replacement approximately 8 years post implantation due to a fractured tray. There was also wear/damage noticed on the articular surface upon removal.